Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings, battery out limit and weak battery from the insulin pump. The customer's blood glucose reading was 502 mg/dl. The customer treated with manual injections. The customer received a battery out limit after a weak battery alarm. The customer stated that the batteries were not out of the pump greater than duration allowed by the pump. The customer was instructed to clear the weak battery alarm with the escape and act buttons. The customer was advised to monitor the pump.